Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the rental unit has low purity. Per the technician evaluation, the unit is not alarming due to the power switch being broken.